Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the jelco IV catheter 22g cannula needle broke during removal following an endoscopic exam, leaving an approximately 1 cm fragment in the patient¿s left antecubital fossa. Ultrasound localized the fragment, but it later migrated into a collateral branch of the left subclavian artery, as confirmed by computed tomography. Removal was not possible, and radiographic monitoring was scheduled. There was patient involvement and the patient was hospitalized.